Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device had reached elective replacement indicator (eri) sooner than what was expected, however, premature battery depletion was not alleged by the physician. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no allegation of premature battery depletion, the device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, the device was at elective replacement indicator (eri). A longevity calculation was performed based on the programmed settings and usage data, and the calculation showed that the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. Device functional testing was performed, which included telemetry, pacing, sensing, impedance, high voltage (hv) output and patient notifier, and no anomalies were detected. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.